Event description:
A patient implanted for fecal incontinence reported they seemed to be having a little problem with diarrhea recently. A loss or change of therapy/symptoms was reported and it was noted to be sudden. The patient first experienced diarrhea a week prior to the call, then again the day prior and the morning of the call. Stimulation had been increased and the patient was wondering if that was okay.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that patient had trouble with the same symptoms .the patient increased the volume to the muscle and it corrected the problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that she was experiencing the same symptoms that she had before the device was implanted in her body. The patient wanted to know if she could change the setting. The patient increased the setting and it seemed to have helped. There patient also mentioned that there was no change to her activity to have caused the issue. The patient was happy with the result and that indicated that customer services personnel was very helpful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.